Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of flank pain ('lower left side pain constant stabbing') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone for anxiety, ondansetron for nausea as well as beclometasone dipropionate (qvar), cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d3), fluticasone propionate (proair), ginkgo biloba and vitamins nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced flank pain (seriousness criteria hospitalization, disability, medically significant and intervention required), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced tachyphrenia ("mind was racing"), hepatic steatosis ("fatty liver"), tooth fracture ("broke teeth"), gingival pain ("gums hurt"), eye disorder ("eye issues"), muscular weakness ("chronic fatigue in all joints"), arthropathy ("chronic fatigue in all joints"), joint noise ("bones cracking"), nausea ("nausea daily"), feeding disorder ("not able to eat for fear of getting sicker"), fear of eating ("not able to eat for fear of getting sicker"), eating disorder ("it hurts to eat more than 4 bites"), cardiac disorder ("heart issues"), feeling abnormal ("very foggy in brain"), abdominal pain upper ("lots of pain in liver area") and palpitations ("heart palpitations") and was found to have vitamin d decreased ("vitamin d low") and lung neoplasm ("spot on my lung"). The patient was treated with surgery (required intervention). Essure was removed on (B)(6) 2019. At the time of the report, the flank pain, tachyphrenia, hepatic steatosis, vitamin d decreased, tooth fracture, gingival pain, eye disorder, muscular weakness, arthropathy, joint noise, nausea, feeding disorder, fear of eating, eating disorder, cardiac disorder, lung neoplasm, feeling abnormal, abdominal pain upper and palpitations outcome was unknown. The reporter considered abdominal pain upper, arthropathy, cardiac disorder, eating disorder, eye disorder, fear of eating, feeding disorder, feeling abnormal, flank pain, gingival pain, hepatic steatosis, joint noise, lung neoplasm, muscular weakness, nausea, palpitations, tachyphrenia, tooth fracture and vitamin d decreased to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : case category updated to potential legal, reporter added. On 23-mar-2020: new reporter and event heart palpitations were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of flank pain ('lower left side pain constant stabbing') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone for anxiety, ondansetron for nausea as well as beclometasone dipropionate (qvar), cetirizine hydrochloride (zyrtec), cholecalciferol (vitamin d3), fluticasone propionate (proair), ginkgo biloba and vitamins nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced flank pain (seriousness criteria hospitalization, disability, medically significant and intervention required), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced tachyphrenia ("mind was racing"), hepatic steatosis ("fatty liver"), tooth fracture ("broke teeth"), gingival pain ("gums hurt"), eye disorder ("eye issues"), muscular weakness ("chronic fatigue in all joints"), arthropathy ("chronic fatigue in all joints"), joint noise ("bones cracking"), nausea ("nausea daily"), feeding disorder ("not able to eat for fear of getting sicker"), fear of eating ("not able to eat for fear of getting sicker"), eating disorder ("it hurts to eat more than 4 bites"), cardiac disorder ("heart issues"), feeling abnormal ("very foggy in brain"), abdominal pain upper ("lots of pain in liver area"), palpitations ("heart palpitations") and arthralgia ("joint pain") and was found to have vitamin d decreased ("vitamin d low") and lung neoplasm ("spot on my lung"). The patient was treated with surgery (required intervention). Essure was removed on (B)(6) 2019. At the time of the report, the flank pain, tachyphrenia, hepatic steatosis, vitamin d decreased, tooth fracture, gingival pain, eye disorder, muscular weakness, arthropathy, joint noise, nausea, feeding disorder, fear of eating, eating disorder, cardiac disorder, lung neoplasm, feeling abnormal, abdominal pain upper, palpitations and arthralgia outcome was unknown. The reporter considered abdominal pain upper, arthralgia, arthropathy, cardiac disorder, eating disorder, eye disorder, fear of eating, feeding disorder, feeling abnormal, flank pain, gingival pain, hepatic steatosis, joint noise, lung neoplasm, muscular weakness, nausea, palpitations, tachyphrenia, tooth fracture and vitamin d decreased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5086738) on 30-may-2019. The most recent information was received on 27-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of flank pain ('lower left side pain constant stabbing') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone for anxiety, ondansetron for nausea as well as beclometasone dipropionate (qvar), cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d3), fluticasone propionate (proair), ginkgo biloba and vitamins nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced flank pain (seriousness criteria hospitalization, disability, medically significant and intervention required), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced tachyphrenia ("mind was racing"), hepatic steatosis ("fatty liver"), tooth fracture ("broke teeth"), gingival pain ("gums hurt"), eye disorder ("eye issues"), muscular weakness ("chronic fatigue in all joints"), arthropathy ("chronic fatigue in all joints"), joint noise ("bones cracking"), nausea ("nausea daily"), feeding disorder ("not able to eat for fear of getting sicker"), fear of eating ("not able to eat for fear of getting sicker"), eating disorder ("it hurts to eat more than 4 bites"), cardiac disorder ("heart issues"), feeling abnormal ("very foggy in brain"), abdominal pain upper ("lots of pain in liver area"), palpitations ("heart palpitations") and arthralgia ("joint pain") and was found to have vitamin d decreased ("vitamin d low") and lung neoplasm ("spot on my lung"). The patient was treated with surgery (required intervention). Essure was removed on (B)(6) 2019. At the time of the report, the flank pain, tachyphrenia, hepatic steatosis, vitamin d decreased, tooth fracture, gingival pain, eye disorder, muscular weakness, arthropathy, joint noise, nausea, feeding disorder, fear of eating, eating disorder, cardiac disorder, lung neoplasm, feeling abnormal, abdominal pain upper, palpitations and arthralgia outcome was unknown. The reporter considered abdominal pain upper, arthralgia, arthropathy, cardiac disorder, eating disorder, eye disorder, fear of eating, feeding disorder, feeling abnormal, flank pain, gingival pain, hepatic steatosis, joint noise, lung neoplasm, muscular weakness, nausea, palpitations, tachyphrenia, tooth fracture and vitamin d decreased to be related to essure. Most recent follow-up information incorporated above includes: on 27-may-2020: social media was received. Event added- joint pain. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of flank pain ('lower left side pain constant stabbing') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone for anxiety, ondansetron for nausea as well as beclometasone dipropionate (qvar), cetirizine hydrochloride (zyrtec), cholecalciferol (vitamin d3), fluticasone propionate (proair), ginkgo biloba and vitamins nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced flank pain (seriousness criteria hospitalization, disability, medically significant and intervention required), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced tachyphemia ("mind was racing"), hepatic steatosis ("fatty liver"), tooth fracture ("broke teeth"), gingival pain ("gums hurt"), eye disorder ("eye issues"), muscular weakness ("chronic fatigue in all joints"), arthropathy ("chronic fatigue in all joints"), joint noise ("bones cracking"), nausea ("nausea daily"), feeding disorder ("not able to eat for fear of getting sicker"), fear of eating ("not able to eat for fear of getting sicker"), eating disorder ("it hurts to eat more than 4 bites"), cardiac disorder ("heart issues"), feeling abnormal ("very foggy in brain"), abdominal pain upper ("lots of pain in liver area"), palpitations ("heart palpitations") and arthralgia ("joint pain") and was found to have vitamin d decreased ("vitamin d low") and lung neoplasm ("spot on my lung"). The patient was treated with surgery (required intervention). Essure was removed on (B)(6) 2019. At the time of the report, the flank pain, tachyphemia, hepatic steatosis, vitamin d decreased, tooth fracture, gingival pain, eye disorder, muscular weakness, arthropathy, joint noise, nausea, feeding disorder, fear of eating, eating disorder, cardiac disorder, lung neoplasm, feeling abnormal, abdominal pain upper, palpitations and arthralgia outcome was unknown. The reporter considered abdominal pain upper, arthralgia, arthropathy, cardiac disorder, eating disorder, eye disorder, fear of eating, feeding disorder, feeling abnormal, flank pain, gingival pain, hepatic steatosis, joint noise, lung neoplasm, muscular weakness, nausea, palpitations, tachyphemia, tooth fracture and vitamin d decreased to be related to essure. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter information and patient's date of birth were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5086738) on 30-may-2019. The most recent information was received on 04-mar-2022 this spontaneous case was reported by a lawyer and describes the occurrence of flank pain ('lower left side pain constant stabbing') and device breakage ('4 fragmented metallic coil-like devices/fragments of metallic coils consistent with essure coils') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone for anxiety, ondansetron for nausea as well as beclometasone dipropionate (qvar), cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d3), fluticasone propionate (proair), ginkgo biloba and vitamins nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced flank pain (seriousness criteria hospitalization, disability, medically significant and intervention required), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), tachyphrenia ("mind was racing"), hepatic steatosis ("fatty liver"), tooth fracture ("broke teeth"), gingival pain ("gums hurt"), eye disorder ("eye issues"), muscular weakness ("chronic fatigue in all joints"), arthropathy ("chronic fatigue in all joints"), joint noise ("bones cracking"), nausea ("nausea daily"), feeding disorder ("not able to eat for fear of getting sicker"), fear of eating ("not able to eat for fear of getting sicker"), eating disorder ("it hurts to eat more than 4 bites"), cardiac disorder ("heart issues"), feeling abnormal ("very foggy in brain"), abdominal pain upper ("lots of pain in liver area"), palpitations ("heart palpitations") and arthralgia ("joint pain") and was found to have vitamin d decreased ("vitamin d low") and lung neoplasm ("spot on my lung"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy removal of essure coils and fluoroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the flank pain, device breakage, tachyphrenia, hepatic steatosis, vitamin d decreased, tooth fracture, gingival pain, eye disorder, muscular weakness, arthropathy, joint noise, nausea, feeding disorder, fear of eating, eating disorder, cardiac disorder, lung neoplasm, feeling abnormal, abdominal pain upper, palpitations and arthralgia outcome was unknown. The reporter considered abdominal pain upper, arthralgia, arthropathy, cardiac disorder, device breakage, eating disorder, eye disorder, fear of eating, feeding disorder, feeling abnormal, flank pain, gingival pain, hepatic steatosis, joint noise, lung neoplasm, muscular weakness, nausea, palpitations, tachyphrenia, tooth fracture and vitamin d decreased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-mar-2022: medical record received. Reporter information updated. Event "4 fragmented metallic coil-like devices/fragments of metallic coils consistent with essure coils" added. Surgery details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5086738) on 30-may-2019. The most recent information was received on 10-mar-2022. This spontaneous case was reported by a lawyer and describes the occurrence of flank pain ('lower left side pain constant stabbing') and device breakage ('4 fragmented metallic coil-like devices/fragments of metallic coils consistent with essure coils') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone for anxiety, ondansetron for nausea as well as beclometasone dipropionate (qvar), cetirizine hydrochloride (zyrtec), cholecalciferol (vitamin d3), fluticasone propionate (proair), ginkgo biloba and vitamins nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced flank pain (seriousness criteria hospitalization, disability, medically significant and intervention required), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tachyphrenia ("mind was racing"), hepatic steatosis ("fatty liver"), tooth fracture ("broke teeth"), gingival pain ("gums hurt"), eye disorder ("eye issues"), muscular weakness ("chronic fatigue in all joints"), arthropathy ("chronic fatigue in all joints"), joint noise ("bones cracking"), nausea ("nausea daily"), feeding disorder ("not able to eat for fear of getting sicker"), fear of eating ("not able to eat for fear of getting sicker"), eating disorder ("it hurts to eat more than 4 bites"), cardiac disorder ("heart issues"), feeling abnormal ("very foggy in brain"), abdominal pain upper ("lots of pain in liver area"), palpitations ("heart palpitations") and arthralgia ("joint pain") and was found to have vitamin d decreased ("vitamin d low") and lung neoplasm ("spot on my lung"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy removal of essure coils and fluoroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the flank pain, device breakage, tachyphrenia, hepatic steatosis, vitamin d decreased, tooth fracture, gingival pain, eye disorder, muscular weakness, arthropathy, joint noise, nausea, feeding disorder, fear of eating, eating disorder, cardiac disorder, lung neoplasm, feeling abnormal, abdominal pain upper, palpitations and arthralgia outcome was unknown. The reporter considered abdominal pain upper, arthralgia, arthropathy, cardiac disorder, device breakage, eating disorder, eye disorder, fear of eating, feeding disorder, feeling abnormal, flank pain, gingival pain, hepatic steatosis, joint noise, lung neoplasm, muscular weakness, nausea, palpitations, tachyphrenia, tooth fracture and vitamin d decreased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5086738) on 30-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of flank pain ('lower left side pain constant stabbing') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone for anxiety, ondansetron for nausea as well as beclometasone dipropionate (qvar), cetirizine hydrochloride (zyrtec), cholecalciferol (vitamin d3), fluticasone propionate (proair), ginkgo biloba and vitamins nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced flank pain (seriousness criteria hospitalization, disability, medically significant and intervention required), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced tachyphrenia ("mind was racing"), hepatic steatosis ("fatty liver"), tooth fracture ("broke teeth"), gingival pain ("gums hurt"), eye disorder ("eye issues"), muscular weakness ("chronic fatigue in all joints"), arthropathy ("chronic fatigue in all joints"), joint noise ("bones cracking"), nausea ("nausea daily"), feeding disorder ("not able to eat for fear of getting sicker"), fear of eating ("not able to eat for fear of getting sicker"), eating disorder ("it hurts to eat more than 4 bites"), cardiac disorder ("heart issues"), feeling abnormal ("very foggy in brain") and abdominal pain upper ("lots of pain in liver area") and was found to have vitamin d decreased ("vitamin d low") and lung neoplasm ("spot on my lung"). The patient was treated with surgery (required intervention). Essure was removed on (B)(6) 2019. At the time of the report, the flank pain, tachyphrenia, hepatic steatosis, vitamin d decreased, tooth fracture, gingival pain, eye disorder, muscular weakness, arthropathy, joint noise, nausea, feeding disorder, fear of eating, eating disorder, cardiac disorder, lung neoplasm, feeling abnormal and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, arthropathy, cardiac disorder, eating disorder, eye disorder, fear of eating, feeding disorder, feeling abnormal, flank pain, gingival pain, hepatic steatosis, joint noise, lung neoplasm, muscular weakness, nausea, tachyphrenia, tooth fracture and vitamin d decreased to be related to essure. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.